Event description:
It was reported that during a shunt percutaneous transluminal angioplasty, a balloon rupture and shaft separation occurred. The 100% stenotic lesion was located in the moderately tortuous left radial shunt vein and brachial vein. A non bsc 4f sheath was inserted through the radial vein via the anterograde approach and a non bsc 4f diagnostic catheter was engaged. Another MFR's guide wire was advanced to the lesion via the diagnostic catheter. The non bsc guide wire was then exchanged for a .014" platinum plus guide wire, and the sterling over-the-wire balloon was advanced to the lesion. The physician began balloon dilatation in the brachial vein lesion. The balloon was inflated to 14 atms approximately five times, and the lesion was successfully dilated. The sterling over-the wire was then advanced to the lesion in the radial shunt vein. The balloon was inflated to 14 atms; however, the lesion was not sufficiently dilated. Therefore, the balloon was dilated to 21 atms; however, it became ruptured. The physician then attempted to withdraw the sterling balloon catheter through the sheath against weak resistance. Upon removal of the catheter from the sheath, the physician noted that the "distal tip of the balloon area together with the shaft was missing: from the distal marker to the tip." The physician also confirmed that the inner shaft of the balloon was broken at the tack weld. This portion of the device was found on the guide wire post balloon catheter withdrawal. The distal portion of the balloon catheter; however, could not be located. The physician searched for the missing device portion under fluoroscopy, both inside and outside of the vessel, but was unable to locate it. He also searched outside the pt, but was unable to locate the distal portion of the device. Therefore, the 4f sheath was removed, and the inside of the sheath was inspected. However, the missing device portion was not found. The 4f sheath was replaced with a non bsc 5f sheath and a 5mm ultra thin diamond balloon was advanced to the lesion. An add'l inflation was performed and the radial shunt vein lesion was successfully dilated. The procedure was completed with this device. The physician was unsure if the catheter broke as a result of the balloon rupture or during withdrawal through the sheath. And, it is unk whether the missing portion of the device remains inside the pt. "Reportedly, the next day he performed palpation-percussion and auscultation to the pt, there was no problem." It was confirmed that the lesion remains patent, and the pt status is listed as "good."

Manufacturer narrative:
.